Manufacturer narrative:
Device evaluation: two blades were returned for evaluation. Device 1, lot# b11878 inspection of the returned device indicated the following: there was no damage to the device components. Upon manipulating the devices, it was noted that the sluff chamber would turn, and the inner blade assembly reciprocated as intended. Window lock could be achieved manually and by using a truclear handpiece. The returned device was subjected to flow testing by gyn r&d engineering. The morcellator demonstrated excessive flow rate (>0.10 l/min) at a vacuum of 250 mmhg. It was .38l/min. The dimensional inspection indicated that the outer diameter of the sluff chamber, p/n 81013027 is undersized when compared to the component specification, allowing for increased passage of fluid. A corrective action was opened in response to this issue. Device 2, lot# b11878 inspection of the returned device indicated the following: there was no damage to the device components. Upon manipulating the devices, it was noted that the sluff chamber would turn, and the inner blade assembly reciprocated as intended. Window lock could be achieved manually and by using a truclear handpiece. The returned device was subjected to flow testing by gyn r&d engineering. The morcellator demonstrated excessive flow rate (>0.10 l/min) at a vacuum of 250 mmhg. It was .30l/min. The dimensional inspection indicated that the outer diameter was less than the lower specification limit when compared to the component specification, allowing for increased passage of fluid. A corrective action has been opened in response to this issue. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
During a polypectomy using the truclear ultra reciprocating morcellator it was reported that the window lock was not working. It was reported that the surgeon started case for polyp removal and used an incisor blade and then switched to ulta blade. It was reported that when the surgeon observed that when the fibroid black line was lined up on the morcellator, the blade was turned on the cavity collasped. Another blade of the same lot number was used and the same thing happened. Window lock not working. They ended up doing a resector scope to finish the case. There were no reported injuries or complications.